Event description:
It was reported by customer's mother that customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Caller stated that 911 was called. Customer was experiencing vomiting, chest and abdominal pain. Customer was treated with IV and lantus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.